Manufacturer narrative:
Concomitant med products and therapy dates: cutter device, driver device (B)(6) 2019). Initial reporter's full name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an endoscopic lumbar laminectomy mepd mild surgical procedure for a lumbar spinal canal stenosis (arthroscopic ablation for arch of lumbar vertebra) it was observed that after 3 to 5 minutes of cutting out bone with a minimal access driver device, bearing sleeve device, and cutter device, the handle of the device had become quite heated, and the bar of the cutting burr device immediately broke off. It was reported that the device drove at 80,000 rotations per minute (rpm) during the ablation. It was reported that there was a five-minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the nose cone of the sleeve was bent, damaged and heavily worn and the heat on the sleeve¿s nose cone was higher than the recommended specification. Also, the cutting tool was heavily bent causing overheating to a degree which caused it to break. According to the investigator, the sleeve should not have been used as it was heavily bent and worn. The device also failed pretest visual assessment and max temperature of sleeve. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.